Event description:
Customer reported the insulin pump alarmed several alarms. Customer's blood glucose was 160 mg/dl. Alarms did not occur during rewind or prime sequence. Customer was advised to clear alarms. Customer was advised to remove reservoir and perform rewind process. Time and date was programmed. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.